Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/24/2014 with the following findings: on investigation, the reported casing issue was verified. The battery compartment was found to have cracked at the top and moisture was evident inside the compartment. A leak test showed a leak in the battery compartment. Using the returned battery cap, the pump powered up with auditory and vibratory features. No tactile issue was found with the buttons.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. Reportedly, the battery compartment was damaged and moisture or corrosion was observed in the pump. It was reported that there was no damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.